Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4) ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No PMA/510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Concomitant medical products: depuy asr xl fem imp size 47 femoral head; asr acetabular implant 54 acetabular cup; large mod head adapt 12/14 +5 femoral augment; unknown hip femoral stem.

Event description:
Male. The patient¿s left hip received thr in (B)(6) hospital on (B)(6) 2009; depuy asr¿ xl acetabular systems were implanted. Reportedly patient had been suffering aggressive pain due to components loosening. Revision was conducted on (B)(6) 2018 in (B)(6) hospital. Update aug 14, 2018 claimsuite alerts received. There is no new alleged information provided. The surgeon and manufacturing date has been added. The doi has been updated. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.